Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed an etco2 error during the op-check. There was no pt involvement.